Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the left ventricular (lv) channel. Technical services (ts) reviewed and advised the oversensed signal is likely the right ventricular channel. Oversensing on the lv is inhibiting lv pacing. Ts provided reprogramming recommendations. Additional information provided the patient was seen in clinic. A full device evaluation was completed, and capture, thresholds and impedances measurements were all appropriate. The clinic adjusted device programming. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing on the left ventricular (lv) channel. Technical services (ts) reviewed and advised the oversensed signal is likely the right ventricular channel. Oversensing on the lv is inhibiting lv pacing. Ts provided reprogramming recommendations. Additional information has been requested but not provided at this time. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.